Event description:
It was reported that the customer had issues with three sensors. When she removed one of her sensors, the site started to ooze green pus. The customer went to her health care provider to check it out. A week later they had to cut the site open and drain it. Her blood glucose level was not reported. She received a bad sensor alert. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.